Event description:
Patient was revised to address pain.

Manufacturer narrative:
Litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from metallosis. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update (2/10/2017) pfs and medical records received. After review of the pfs and medical records for MDR reportability, patient claimed on pfs that no injury occured. Revising surgeon indicated revised for pain. Stated in operative note that "a copious amount of grainy, cloudy fluid was encountered", as well as a "pseudomembrane and reactive tissue". The femoral stem "was easily removed". The srom sleeve was "secure", as was the acetabular cup. Added implant loosening-bone to implant interface to complaint.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the returned devices finds no signs of abnormal wear. A complaint database search finds additional reports against the 2375870 lot code. A previous review of the device history records did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no additional reports against the remaining provided product and lot combinations. No additional investigative inputs were provided. The investigation can draw no conclusions regarding the patient's reported pain with the information provided. Product problem has not been identified. It should be noted, the patient is a reported (B)(6) female with a calculated bmi of (B)(6). The patient is considered obese. It is stated in the warnings and precautions that excessive patient weight tends to adversely affect hip replacement implants. Based on the inability to determine root cause, the need for corrective action has not been indicated.